Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this system presented with system erosion and possible infection. The physician elected to remove the entire system and treated the patient with antibiotics; however, laboratory testing for infection were negative. A new system was later implanted and no additional adverse effects were reported. No return of product is expected.